Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory noted numerous watchdog timeout resets and warm boot errors. These resets caused the beeping the patient heard. There were no suspicious system errors noted. The patient logs show continuous resets and reboots were caused by crystal issues. That means an internal component was trying to talk to the radio frequency (rf) chip and could not establish communication with it. The device case was removed and high power visual inspection of the solder joints on the rf chip noted no irregularities.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping due to a device reset. Later, surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping due to a device reset. Later, surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.